Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a false positive result with the ID now covid-19 assay performed. An unspecified antigen test and pcr confirmation testing using cepheid platform generated negative results. The customer stated the patient was symptomatic (had a cough). Per the customer, the patient has covid in january and has also been vaccinated. No additional patient information, including treatment and outcome, was provided although requested.

Manufacturer narrative:
Additional data. H10: the required intake information to enable further investigation, such as the kit's lot number and logfiles, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.